Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation boards and connectors were reseated during the service call. The 5vdc power supply was also inspected and confirmed to be within tolerance. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system froze and locked up while attempting to archive image data. No pt serious injury or death was reported related to this event.